Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 9 months. The replaced segment of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the clinic with a damage over a previous percutaneous lead (driveline) replacement. A secondary replacement was requested. The break was attributed to normal wear and tear. There were no interruptions to vad support nor adverse impact to the patient due to the event. On (B)(6) 2018, the manufacturer¿s technical services representative performed a distal end percutaneous lead (driveline) replacement. Post replacement, the patient¿s system was connected to a grounded power module patient cable with no issues. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed the reported damage to the gray tubing of the previous repair. A distal end driveline repair was performed by a technical services representative on (B)(6) 2018. Approximately 22 inches of the external portion/distal end of the driveline was returned. A previous repair had been performed on (B)(6) 2018. Examination of the previous repair revealed the reported damage to the proximal end of the gray tubing. Electrical continuity testing did not reveal any discontinuities or shorts. The gray tubing and black shrink wrap of the previous distal end repair were removed and the underlying wires/crimps were unremarkable. The remainder of the repair kit, the shielding, and bionate were removed, and examination of the underlying wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on left ventricular assist system (lvas) support and no further related events have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.